Event description:
Litigation papers allege the patient suffered from pain, metallosis, fluid build-up, mental anguish and a limp. Update rec'd (B)(6) 2014 - pfs and medical records received. A correct doi was given for the right implant. After review of the left revision operative note it confirmed metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2014 - pfs and medical records received. A dor was provided for the right hip. The revision operative note for the left hip stated the metallosis was between the head and trunnion, not the head and liner. The left side stem is being added. The right side revision note also indicated metallosis, but between the liner and head. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.